Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an overdischarge was alleged. The reason for the rep¿s call was to ask how to start a physician mode recharge (pmr). The rep indicated that they were getting the poor communication icon on the patient programmer and the reposition antenna icon on the recharger. Technical services reviewed how to start a pmr and the process for clearing the por. The rep stated that they would continue to charge with the patient. No symptoms were reported. The event began in (B)(6) 2019. No further complications were reported/anticipated. Additional information was received 2019-05-22. An overdischarge confirmed. It was reported the patient stated that her battery has been depleted for several months due to some other health concerns. The patient was not charging normally. Her device was pulled out of the state of overdischarge and the por was cleared. It was further reported that the patient had been getting poor coupling. The patient had tried using the antenna dial, etc¿ but could only get above 4 boxes when laying on the antenna. The caller noted they may replace/revise. This had been since implant. No further complications were reported/anticipated.